Event description:
It was learned via the implant patient registry that a 23mm 11500a aortic valve, implanted for 9 months, 22 days, was explanted due to endocarditis (unknown organism). The patient presented with withdraw symptoms. The explanted valve was replaced with another 23mm 11500a valve. The patient was in recovery post-procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that a 23mm 11500a aortic valve, implanted for 9 months, 22 days, was explanted due to unknown reason. The explanted valve was replaced with another 23mm 11500a valve. The patient was in recovery post-procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.